Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported loss of therapeutic benefit; stating that the therapy is not doing what it is supposed to be doing anymore. Caller stated that recently they have been getting "strange signals" from the device in the middle of the night or any time of the day. Caller stated the therapy is not addressing their symptoms. Agent asked caller if they have tried all of the programs and caller stated they have tried adjusting stim settings on their own and it has not resolved. The patient was redirected to their healthcare provider to further address the issue.